Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that they had done a trial before and was having another one. The patient called in to see if she would be a good candidate. The patient stated that their spine did not come together, it didn't have fatty tissue and when she breathed it went up and down. The patient had a spinal cord stimulator (scs) trial done and the lead fell out. Later the manufacturing representative reported that they thought the reason for why the first trial lead went out was because the patient had fell down while trying to pick up her ferret.